Event description:
It was reported that a mininav (#fv668t) was implanted. According to the complainant, the patient had an infection. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the components were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to determine the opening pressure of the valves a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow is used. The valves are tested in their relevant position. The results show that both valves are operating within the acceptable tolerance in either position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in all components. Results: based on our investigation results, we cannot determine any functional deviations or other abnormalities in the products. All products operated within all specifications. At the time of investigation, it is not clear to us what caused the above-mentioned infection. Traceability of sterilization data reveals no deviations. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx434-t) was implanted. According to the complainant, the patient had an infection. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. The complained product was now sent to the manufacturer for investigation.